Event description:
Noise was observed on the electrograms indicative of a conductor fracture. The noise occurred while the pt was shaking pom-poms at a game. The sales rep had the pt mimic this motion and was able to reproduct the noise. As a result, lead was replaced.